Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating she could not find the thread when she went to remove the tampon. No injury was reported.